Event description:
Add'l info received from distributor on 02/04/2014: we received the report mw5033314 which informs us that one of the machines our service representatives placed on a pt was smoking and started to spark. In this report we are referred to as the manufacturer however, we are only a supplier and do not manufacture any products. These products are manufactured by thermotek. We were already aware of this issue and have it in our records. The machine has been pulled out of our fleet and dismantled so it cannot be setup on any further patient. Since we are not the manufacturer we would appreciate amending the report to have thermotek listed as the manufacturer. Their contact info is as follows: thermotek inc. (B)(6).

Event description:
Kinex thermocomp device was in use on pt. It was removed per purpose of pt to move. Nurse noted smoking coming from machine, then sparks. Nurse quickly unplugged and no harm to pt! Pt was assisted to restroom, kinex thermocomp device removed from patient. Nurse noted machine was smoking, then began to spark/flames. Nurse unplugged device. Date of use: (B)(6) 2013. Diagnosis for use: knee replacement. (B)(4).